Event description:
Reportedly, the patient was seen for an implant upgrade related to smartview 2.54. Interrogation with the cpr3 head did not bring to the bip sound and no automatic rf transmission was observed. It was not possible to establish a rf communication manually and so the upgrade was performed in inductive telemetry. Upon the second interrogation, no bip sound was heard and a warning message related to "rf communication search" was displayed. Since the search was ineffective, the interrogation was performed in inductive telemetry. Then, after the interrogation, it was possible to switch in rf manually and no irregularities was found by using this communication mode.

Event description:
Reportedly, the patient was seen for an implant upgrade related to smartview 2.54. Interrogation with the cpr3 head did not bring to the bip sound and no automatic rf transmission was observed. It was not possible to establish a rf communication manually and so the upgrade was performed in inductive telemetry. Upon the second interrogation, no bip sound was heard and a warning message related to "rf communication search" was displayed. Since the search was ineffective, the interrogation was performed in inductive telemetry. Then, after the interrogation, it was possible to switch in rf manually and no irregularities was found by using this communication mode.